Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected patient study was completed on a different system and there was no delay in diagnosis or treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the no image displayed in the room. Upon functional testing fse identified dvi matrix switch was not powered up even though the 230v power supply was provided. The fse replaced the dvi matrix switch. After replacement of the dvi matrix switch, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system would not display images in the room. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the dvi matrix switch. The dvi matrix switch was not powered up even though the 230v power supply was provided. The fse replaced the dvi matrix switch and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.